Manufacturer narrative:
H3: product analysis: visual and optical revealed thread crest damage to the threads of the set screw. There does not appear to be any witness marks to the break off portion of the screw. The threads appear to be damaged from the misalignment of the set screw during use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a spinal product type for unknown indication. It was reported that surgeon performed a 2 level olif at l4/5 and l5/s1. This part of the surgery was very smooth. Then the surgeon perform a single position psf using medtronic solera voyager 4.75 system with o2-oarm + s8 navigation guided for screw insertion. Surgeon inserted 6 screws very smooth using navigation guided. And then inserted the percu rod very smooth as well. In the final stage he inserted the set screws as well . He break off 5 set screw successfully. However during the last set screw. On the right side of the patient at l4 level. He couldn't break the set screw off. Hence he can keep turning the screw driver hoping the set screw can engage on the rod and then break off. But it did not happen. He tried very long time. Around 20 minutes still it can not break off the final set screw. Hence right side break off set screw and the pedicle screw was removed and new pedicle screw and new set screw were used. There was delay in overall procedure time. And finally surgeon was able to lock the set screw in place and can perform final tighten and break off all set screw successfully. There were no patient symptoms or complications associated with this event. Update: overall estimated around 2 hours extras in total. Screw was inserted smoothly. And after rod insertion when set screw is inserted ,the set screw can not engage to tighten. Hence it is not clear that it is is only set screw issue or the screw also has problem. Hence both items will be sent back to sbu for potential investigation.